Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining erroneously elevated troponin (accutni) results above the ami cutoff generated by the unicel dxc 600i for three (3) patients. Erroneous results were not reported out of the lab. Repeat analysis of the samples on an alternate instrument produced results within the normal reference range for all three (3) patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in bd lihep plasma gel tubes and centrifuged for 5 minutes at 3500 rpm. Qc was performing within the customer's established ranges on the date of event. Qc failed to perform within customer's established ranges when it was loaded through the closed tube aliquot (cta) after the event. System check performed by the customer on (B)(6) 2011 passed within instrument specifications. System failed to perform within instrument specifications when it was run after the event. The customer's lab supervisor cancelled a bci service visit scheduled for the event. Lab supervisor stated they had resolved the issue prior to service arriving on site. A definitive root cause for this event has not been determined to date for this event.